Event description:
The customer reported that the system did not boot up, and had a monitor failure, and did not x-ray. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep restored the system disk and configured the system. He also replaced the monitor. The system operates as intended.